Manufacturer narrative:
Correction h6: updated the annex b code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aortic valve replacement procedure, a blood leak was observed under the fusion oxygenator. The pump was primed without any noticeable issues, and 15 minutes after going on bypass, a drop of blood was noticed under the oxygenator. The blood was wiped up, and after a short period, another drop was observed. A total of a teaspoon of blood was noticed on the floor during the procedure. There were no issues with gas exchange or flow, and the procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional info b5: the device was used to complete the procedure additional info b5: medtronic received additional information that the circuit was primed for 1 hour. There was no visible air in the system/tubing. The anti-coagulant/drugs used in priming or during the case is albumin, and was used in the prime. There was no damage to the device, the packaging or other contents within the package. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.